Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-03045. It was reported the patient suffered a fall in the (B)(6) 2018 and then experienced some lead issues (unknown type of issues). As a result, the physician explanted and replaced both of the patient¿s leads. The patient is doing well.